Manufacturer narrative:
The subject device has been returned to olympus for evaluation and investigation. During evaluation, it was observed, the device had no image due to faulty cable unit. Based on the results of the investigation, a faulty cable was confirmed. It was noted that the reported issue regarding ¿no image¿ occurred because the video function did not work properly due to faulty cable. However, the root cause could not be identified. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, following an unknown procedure, the hd camera head had no image. There was no harm or user injury reported due to the event.